Manufacturer narrative:
The device was returned to the manufacturer for evaluation and the claimed condition of did not work could not confirmed.

Event description:
It was reported that the cbcii blood conservation kit w/3/16 inchround pvc wound drain was not collecting blood. There was patient involvement, but no adverse consequences associated with the device.

Event description:
It was reported that the cbcii blood conservation kit w/3/16 inchround pvc wound drain was not collecting blood. There was patient involvement, but no adverse consequences associated with the device.

Manufacturer narrative:
The device is not available for evaluation and no additional quality investigation can be performed.